Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed no manufacturing abnormalities. No visual issues were found. Product was out of the original packaging. No packaging returned. A functional evaluation was performed on the returned device and found settings (7,3). The wand was able to generate plasma and coagulation. No overheating was observed during testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during an unspecified procedure, the end of the evac 70 xtra wand had high temperature and overheated; the salt water was too hot. The procedure was completed using a smith and nephew back up device. There was a surgical delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).